Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Service history review: lot 003132/6291332: a service history of the past three years has been reviewed. The item was previously returned for service on (B)(4) 2014 due to motor failure. The customer called in a service request and for this item on (B)(4) 2014 and reported the device is inoperable. The previous service condition of motor failure is relevant to the current complained issue of the device is inoperable. The service history evaluation is confirmed. A service and repair evaluation was completed: the customer reported the motor was not working. The repair technician reported the motor was running continuously. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed synthes final inspection and returned to the customer. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor does not work on the hand piece for battery powered driver device. The issues were found during pre-operation testing. There was no patient involvement and that the issue was found outside of the operating room (or). During the service evaluation, it was discovered that the motor was running continuously. This is report 1 of 1 for (B)(4).